Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a site/set/cart (o-ring issue) the o ring was distorted. Reporter pulled out the plunger, put it back into the cartridge chamber and the o ring was no longer distorted customer technical support reviewed with the patient to not use the product if the distortion is ever noted again. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed; no leaks were observed from the luer connection, o-rings, or any other part of the cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.